Event description:
It was reported that during a cryo ablation procedure, a loss of pacing capture was noted and the patient experienced phrenic nerve injury. The pacing catheter was then repositioned, but unable to capture the phrenic nerve. Pacing capture was attempted again after loss of capture, and the procedure was aborted. The patient was under general anesthesia. The physician assessed that there may be return of spontaneous movement of the patient's diaphragm, which will be confirm with a sniff test or fluoroscopy. A sniff was performed the next day and the function of the diaphragm has not returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that at least six injections were performed with the balloon catheter without any issues on the date of the event. Visual inspection of the catheter showed that the device was intact with no apparent issues. The catheter passed the performance test as specification. In conclusion, a clinical issue of phrenic nerve injury was encountered during the procedure. The catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.